Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
A customer who routinely performed po2, tep, icp measurements with the im3.st sys (calibration card details: 151, lot # 140806) faced the following problems. The customer measure pos and temp in the operation theater without problems. They transferred the pt to the ICU and tried to insert the icp probe-it didn't work, it was not possible to put the probe through the bolt. The customer opened the bolt to look for the problem. During the removal of the introducer, they noticed that the metal needle of the introducer stayed in the bolt. The customer claimed that the needle possibly went into the brain. They removed everything (except the bolt) - the newly introduce set (with probes ) then worked fine. According to info provided by the anesthetist, there was no damage to the pt. On 11/27/07, a meeting was held at the reporting institution. It was learned that the male pt (initials g.w.) A worker, was seriously wounded by a very heavy piece of wood that bumped on his head. Pt was admitted in emergency for tbi and subarachnoidal bleeding. The hosp procedure is: CT after admission. The bolt and probes are set in the or. CT to verify proper placement of the bolt. Pt transfer to the intensive care unit (ICU). The probes are connected to the monitor in the ICU.